Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an unknown procedure that the pfnaii blade did not open. Another blade was used to complete the procedure. This report is for one pfna-ii blade l80 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.027.051s, lot: 3l85845, manufacturing site: bettalch, release to warehouse date: 18. March 2019, expiry date: 01. March 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received pfna blade is strongly damaged. There are very strong stress marks at the sleeve and the blade edges. The top of the end cap is damaged and there are stress marks on the top of the locking screw visible. The blade is locked while there is a gap of about 2mm between the sleeve and the end cap. The flat surfaces of the end cap are offset to the flat surfaces of the sleeve and the sleeve is widened up on top due to this misalignment. Functional test: the complete blade mechanism is completely seized, therefore no function test is possible. The seizing is clearly caused by the misalignment between the sleeve and the end cap. Dimensional inspection: outer sleeve diamater in the middle = pass outer sleeve diamater on top = damaged, widened up drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Investigation conclusion: the complaint is confirmed as the received blade is completely jammed. The visible signs indicate that this device was exposed to very high forces during use and let us assume that this in combination with inappropriate handling did lead to the malfunction of the blade. The stress marks on top of the locking screw are an indication the impactor was not inserted into the recess as required. Due to that it was not possible to lock the blade and therefore very high torsional forces were applied onto the end cap, that high that the flat surfaces were not able to hold the end cap in position. This did lead to the misalignment between sleeve and end cap, the widened top of the blade and finally to the complete jamming of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.